Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" codes were found in the ventilator's downloaded error log. No repairs performed. Unit not needed for inventory, and it was scrapped.